Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 290 units and the insulin gauge displayed a fill estimate of 105 units. The customer reloaded the cartridge and received an accurate fill estimate of over 180 units. The customer's blood glucose level was not impacted. During a follow up call, the customer confirmed that the insulin gauge updated to an accurate fill estimate of 205 units after the delivery of 10.2 units of insulin.